Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. Tested the suspend delivery and resume delivery features with smart guard the device functioning properly during testing. No sensor anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had issue where the pump goes in a loop after the smarguard has suspended delivery. Customer tried to resume delivery, but pump goes back to resume delivery screen after she had confirmed that, she wants to resume delivery. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.